Manufacturer narrative:
B3: date of event: the date of the event was estimated as the date bsc became aware of the event as this date was unknown. B5: describe event or problem: updated based on additional information.

Event description:
It was reported that air bubbles were observed. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration and removal of the dilator, air bubbles were seen in the faradrive sheath. The procedure was completed without patient complications. No further information was provided on the resolution of the air in the sheath. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there were no issues during preparation. A pressure bag was used for irrigation. There were excessive bubbles in aspiration syringe during aspiration. To solve the issue, the sheath was replaced. Dilator was inserted prior to when the air was noticed.

Manufacturer narrative:
B3: date of event - the date of the event was estimated as the date bsc became aware of the event as this date was unknown. Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the hemostatic valve. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the outer valve, creating a leak path.

Event description:
It was reported that air bubbles were observed. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration and removal of the dilator, air bubbles were seen in the faradrive sheath. The procedure was completed without patient complications. No further information was provided on the resolution of the air in the sheath. The sheath was returned for laboratory analysis. It was further reported that there were no issues during preparation. A pressure bag was used for irrigation. There were excessive bubbles in aspiration syringe during aspiration. To solve the issue, the sheath was replaced. Dilator was inserted prior to when the air was noticed.

Event description:
It was reported that air bubbles were observed. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration and removal of the dilator, air bubbles were seen in the faradrive sheath. The procedure was completed without patient complications. No further information was provided on the resolution of the air in the sheath. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event - the date of the event was estimated as the date bsc became aware of the event as this date was unknown.